Manufacturer narrative:
Based upon the inquiry info received and the visual examination, it was concluded that the jaws of both instruments had become damaged and could not hold a clip properly, making the instruments non-functional. No conclusion could be reached as to how this damage occurred. If the jaws are closed over a hard object, the jaws can become damaged and will not hold a clip properly. Each insttrument is evaluated during the assembly process to ensure the jaws hold clips properly. Co strives to understand each incident as it occurs in order to continuously improve the products.

Event description:
During an unk procedure, it was reported by the affiliate that there was a leakage/gasket defect. There was no consequence to the pt.